Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. The actual device associated with this event will not be returned to the manufacturer. The user facility provided photographs of the device for evaluation. Should additional information be obtained from an evaluation of the photographic images, a supplemental 3500a form will be submitted accordingly.

Event description:
Uf # (B)(4).